Event description:
An aspiration issue was reported at pre-implant. It was stated that they could not aspirate the entire sterile waster from the pump. Attempted aspiration with prolonged resistance but could not aspirate more than 3cc of sterile water and then no more could be removed. Syringe and needle changed after several attempts. Pump not implanted and another one was used instead. Patient sustained no injury and the outcome of the patient post-implant with the new pump was noted as recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found no anomalies. During non-destructive testing, the pump was aspirated and filled with 20ml of sterile water. This process was repeated five times and no problems were encountered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.